Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17026. It was reported that the patient presented in the emergency room due to chest pain. Upon review, loss of capture and undersensing were observed on one or both right ventricular (rv) and right atrial (ra) leads. Numerous non-sustain ventricular oversensing episodes were noted. Interrogation noted no capture in atrium or ventricle. Both p-waves and r-waves were significantly decreased as well. Chest x-ray revealed what looked like dislodgment of both chronic leads. The device was reprogrammed to vvi40 with tachy therapy disabled. Both rv and ra leads were explanted and replaced on (B)(6) 2021. The patient was stable.